Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and completed antibiotic therapy on (B)(6) 2024. During follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1500 mg daily and linezolid 600 mg twice daily for 21 days. On 29/aug/2024, the patient¿s peritoneal effluent culture results returned negative for growth; however, the antibiotic course was completed. The pdrn reported the cause of the peritonitis is unknown; however, it was reported the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient has recovered from the serious adverse events and continues to undergo ccpd utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, in approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (e.g., elevated cell count, abdominal pain) are used to identify the infection. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and completed antibiotic therapy on (B)(6) 2024. During follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1500 mg daily and linezolid 600 mg twice daily for 21 days. On (B)(6) 2024, the patient¿s peritoneal effluent culture results returned negative for growth; however, the antibiotic course was completed. The pdrn reported the cause of the peritonitis is unknown; however, it was reported the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient has recovered from the serious adverse events and continues to undergo ccpd utilizing the same liberty select cycler without reported issue.